Event description:
Same as manufacturing number 6000119-2004-00042. It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system froze on the guidewire. In 2004 the physician engaged the guide catheter and wired the lesion with no complications. The physician advanced a taxus express2 2.5 x 16 mm drug eluting stent to the moderately tortuous mid left anterior descending (lad) artery. The stent deployed at 18 atms and remained inflated for one minute. The delivery balloon was completely deflated and withdrawn from the lesion. As the delivery balloon was being withdrawn, the physician began to feel some resistance and eventually the balloon froze on the guidewire. The physician had to remove the balloon and wire as one unit. After the balloon had been removed from the body delivery system was examined and it was found that the balloon catheter was able to move over the wire with some resistance. The physician stated that there was no issue advancing the stent to the lesion, only upon withdrawal. There were no reported complications.